Manufacturer narrative:
(B)(4). The device is in possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) resulting in greater than two seconds of asytole. The patient was pacemaker dependent. Programmed outputs were increased resulting in the device showing a battery status of less than six months remaining. The device was explanted and replaced. No additional adverse patient effects were reported.